Event description:
It was reported that the customer had a delivery anomaly and having progressive high blood glucose. The customer's blood glucose level was 218 mg/dl. The customer states the she programmed 1 unit in the insulin pump and not sending insulin drip out. The customer doesn't use a linked meter. The customer will call back for further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.